Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced chest pain on or about (B)(6)2010 and then on or about (B)(6) 2010 experienced a cardiovascular event and subsequently expired after the use of the product.